Manufacturer narrative:
A field service engineer perform initial testing at the user facility and found the device touchscreen did not respond. Further testing at the service center found the device touchscreen did not respond. This was found to be due to a disconnected touchscreen extended cable. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department for an unknown reason. No specific patient information, device programming, or event details were available. There were unknown reports of any adverse patient events or reported delays of critical therapies while the device was in clinical use. No additional information was provided.